Event description:
Related manufacturer reference number: 2017865-2022-00137. Related manufacturer reference number: 2017865-2022-00139. It was reported that vegetation was seen on patient's aortic valve which is indwelling with patient's pacemaker system. The pacemaker, atrial lead and right ventricular lead were explanted and replaced. The patient was stable.